Event description:
During a knee procedure, the physician made a tibial cut that had a posterior slope of three to five degrees (and the physician noted "I felt I had too much slope obviously.") The physician began cementing the tibial tray and noticed some cement exiting anteromedially. There was a small cortical breach in the anteromedial tibia region (less in size than 1/2 a dime). The component was removed (67 I-beam type component and cement). The tibia was re-cut and tray placed with success. A bone graft was placed intermedullary along the defect and placed extramedullary as well. There was an increase in surgery time of more than one half of an hour. The patient was brought to the recovery room in satisfactory condition.